Event description:
Per the clinic, the patient reportedly developped an infection (pus) and pain at the implant site. The patient also reported experienced a change in impedance with the device. Subsequently, the device was explanted (B)(6) 2025, and the patient was re-implanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.